Manufacturer narrative:
The autopulse li-ion battery (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was confirmed during archive review and initial functional testing. A possible root cause could be due to a communication problem between the battery and autopulse platform, an esd damage, a broken or shorted component in the battery management board (pca). No physical damage was observed and three amber leds were illuminate when the status button was pressed during visual inspection. The archive data revealed that the battery was last charged successfully on (B)(6) 2017 and was last inserted in the autopulse platform on (B)(6) 2017 without errors. From (B)(6) 2017 to the end of archive on (B)(6) 2017, the archive recorded multiple in and out autopulse events. The customer inserted the battery into the platform and pulled the battery out after a few seconds and the battery was fully charged. During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery was charged successfully; however, when inserting the battery into the battery tester and good known autopulse platform, no output data in the hyperterminal program was observed after pressing the test button and the platform was not powering on. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for li-ion battery sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the fully charged li-ion battery (B)(4) was not recognized when installed into the autopulse platform. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences was reported.